Event description:
It was reported through the asaio display poster abstract, "aortic root inhomogeneity and anastomotic area: predictors of adverse neurovascular events in heartmate 3 patients", that recent findings suggest hypo-attenuated lesions (bio-debris) in the bend relief in heartmate 3 (hm3) may alter outflow cannula hemodynamics. The display poster abstract sought to demonstrate the predictive sensitivity of changes in computed tomography (CT) aortic root hounsfield units (hu) as they relate to incidence rates of adverse neurovascular events (ane) in hm3 patients. A retrospective study of 87 hm3 patients at houston methodist hospital between 2016-2024 was performed. 19 patients (21.8%) experienced ane. No significant differences between the ane and non-ane groups in pump flow (3.8 ± 0.61 vs. 3.9 ± 0.6, p=0.392), pulse index (4.57 ± 1.37 vs. 4.98 ± 1.82, p=0.302), outflow angle (56.3° ± 13.54 vs. 51.68° ± 14.85, p=0.192), stenotic rate in bend relief (0.25 ± 0.08 vs. 0.26 ± 0.1, p=0.764), or anastomotic area (220.37 ± 51.92 vs. 201.82 ± 43.11, p=0.097) was identified. However, delta hu was significantly higher in the ane group (46.33 ± 44.18 vs. 19.74 ± 24.56, p<0.001), and that anastomotic area (or 1.019; 95% ci: 1.007¿1.030, p=0.001) and delta hu (or 1.022; 95% ci: 1.009¿1.035, p=0.001) were significant predictors of ane with censor of survival years. Indicating that delta hu and the anastomotic area of the outflow tract are significant predictors of ane, whereas pump parameters and bend relief stenosis do not impact the aortic root.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2016 as data was collected between 01jan2016 and 01jan2024. Research institute, houston methodist hospital, houston, texas, united states, department of the medical imaging, kaohsiung medical university hospital, kaohsiung city, taiwan, biomedical engineering and science, florida institute of technology, melbourne, florida, united states, debakey heart & vascular center, houston methodist hospital, houston, texas, united states, department of neurology, houston methodist hospital, houston, texas, united states, department of mechanical engineering, san diego state university, san diego, california, united states. Chao, m.-f. (N.d.). Aortic root inhomogeneity and anastomotic area: predictors of adverse neurovascular events in heartmate 3 patients "[review of aortic root inhomogeneity and anastomotic area: predictors of adverse neurovascular events in heartmate 3 patients]". Asaio journal. Vol (iss) pgs: 71 () p.116-117. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.